Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a upstream occlusion (uso) seal was buckling/dented with excessive adhesive within the sensor circle. Additionally, the air in line detector was dented and non-responsive, and the downstream occlusion (dso) seal was stuck to the original air detector. After investigation the results indicated a reportable malfunction due to the issues related to the uso seal, dso seal, and air in line detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, uso seal, and air in line detector, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the latch lock being damaged, and during inspection it was found that the upstream occlusion (uso) seal was buckling/dented with excessive adhesive within the sensor circle. Additionally, the air in line detector was dented and non-responsive, and the downstream occlusion (dso) seal was stuck to the original air detector. After investigation the results indicated a reportable malfunction due to the issues related to the uso seal, dso seal, and air in line detector. The event happened during testing, and there was no patient involvement.